Manufacturer narrative:
Upon review of the reported events by abbvie medical safety, it has been determined that the event of rupture did not occur and will be un-reported. This record is no longer reportable to the FDA.

Event description:
Patient reported unknown side "implant failure" shown on a CT scan. After an additional scan was performed, patient reported "everything was fine" and "just a small fold in 1 implant". Device remains implanted.

Event description:
Patient reported rupture. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.